Event description:
Surgery needed to replace the nail, but we have not received notification as of (B)(6) 2010 that this surgery has occurred. Cause of the nail breakage is long term full weight bearing on a nonunion. No product defect indicated.